Event description:
It was reported that the 7700 system had a loose monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was tightened during the service call. The system was tested and found to be working as intended, and put back into service.